Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 83mm fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 21.5mm and the diameter of the aneurysm entry is 19.3mm. The proximal neck length by centerline is 13mm. During the index procedure the final angiography revealed a type ia endoleak. The physician decided to add an aortic cuff (another manufacturer¿s device); however, the endoleak was not resolved. The physician attributed the endoleak anatomy related; short neck and angulated vessel. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; short and angulated proximal neck); unapproved use of device (aortic neck greater than 60 degree).